Event description:
Customer reported difficulty in pressing the quick bolus/wake button on the insulin pump, which sometimes required multiple presses to activate the screen. Blood glucose levels remained stable and did not reach critical levels. Technical support advised the customer to adjust how the button was pressed and assisted in removing the pump from the case, as well as confirmed arrangements for a replacement pump and the return of the faulty device.